Event description:
Info rec'd indicates the valve was abandoned at implant due to broken suture seen on the accessory valve holder. The valve was replaced during the case with no pt complication reported. The hcp indicated the broken valve holder sutures were noted when the packaging container was opened.